Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced intermittent loss of bluetooth signal between the ilet and a dexcom g7 sensor, with the ilet displaying a prompt to pair to dexcom before automatically re-establishing connection, and brief instances of differing glucose readings between the ilet and the dexcom mobile app that later aligned. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of cgm data display on the ilet only, with restoration of readings without user input. Investigation included technical support troubleshooting and user education on bluetooth connectivity and device placement. Investigation of this case revealed transient wireless communication disruption and expected short-term data desynchronization between devices, with normal function resuming. It was concluded that the event was related to intermittent connectivity consistent with known wireless communication limitations, without evidence of device malfunction or patient harm.